Manufacturer narrative:
The reported 11x30mm biosure ha screw intended for use in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. Approximately .390 of the distal threads have been deformed and are missing pieces. Dimensional assessment of the screws major diameter and wall thickness were found to meet print specification. Without the pertinent clinical details regarding graft type, tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint. (B)(6).

Event description:
It was reported that, during the surgery, when the surgeon started to screw there was an issue with the screw thread. A backup device was available to complete the procedure with no delay or patient injuries. Results of investigation have concluded that this screw broke inside the patient which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.